Event description:
It was reported that during a laparoscopic appendectomy procedure, the cartridge ejected from device when fired. The cartridge was retrieved through the trocar. The device was reloaded to complete the procedure. There was no adverse consequence to the patient. Device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.